Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise which could be reproduced when the patient moved his arm. The physician suspected that the lead was damaged, the physician elected not to take any action. The patient was in good condition.